Manufacturer narrative:
The UDI information is not available since the device was manufactured before 2015.

Event description:
It was reported that the ventilator's pull magnet incl. Bracket was defective. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
Initially it was reported that the ventilator's pull magnet incl. Bracket was defective. On-site investigation was performed by our field service engineer. The claimed issue was reproduced during troubleshooting. According to received information, the flow transducer test failed during pre-use check and replacement of the pull magnet incl. Bracket solved the issue. The ventilator passed all functional and safety tests and was cleared for clinical use. There was no patient involvement. The safety valve including pull magnet is located in the inspiratory pipe. The movable axis of the pull magnet closes or opens the safety valve membrane. The pull magnet is controlled by expiratory channel board. The safety valve opening pressure is calibrated to 117 ±3 cmh2o during each pre-use check. The safety valve pull magnet enables the inspiratory gas to be released from the inspiratory pipe via the emergency air intake resulting in decreased inspiratory pressure. The device's logs were not provided for further analysis. The defective part was not returned for investigation, despite request. Our conclusion is that the replaced part was the cause of the failure.

Event description:
Manufacturer's ref. #: (B)(4).